Event description:
The pt underwent a diagnostic and renal angioplasty procedure. The radiologist attempted to close the arteriotomy with a techstar xl 6fr device. The device was inserted. The needles were deployed and presented at the hub. The needles were separated from the sutures. The device was backed out for bowstringing prior to knot typing. The suture loop remained caught in the sheath, therefore 4 suture limbs presented. The sutures were pulled free of the artery, and the physician re-wired and inserted a second techstar xl 6fr device. Oozing around the 2nd device was noted. The device was removed, an 8fr sheath was inserted and hemostasis was achieved. A prostar xl 8fr device was inserted and at needle deployment, oozing around the catheter was again noted, however the physician felt it was safe to proceed. When tying the knot, one or more sutures pulled through with tissue. At this time the pt went to surgery, where the vascular surgeon said there was no damage to the artery, and that it was possibly a fascial closure. The pt recovered without further incident.